Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise that resulted in oversensing was detected on the right atrial (ra) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.